Event description:
A high readings issue was reported with the adc sensor. Customer reported receiving unspecified high readings from the adc sensor scan in comparison to readings obtained on the built in reader. As a result, the customer experienced blurred vision and a loss of consciousness and emergency services were called. While being transported to the hospital, an hcp meter reading of 31 mg/dl was obtained and the customer was administered 40ml of intravenous glucose by a hcp for treatment of a hypoglycemia diagnosis. The customer reported no further treatment was provided after arrival at the hospital but stated a final hcp meter reading of 192 mg/dl was obtained before leaving the hospital. There was no report of death or permanent injury associated with this event. Additionally, the customer reported a sensor scan of 125mg/dl compared to a blood glucose test of 39 mg/dl obtained on the built-in meter, however it is unknown if these values were obtained at the time of the medical event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.